Manufacturer narrative:
The customer contacted siemens to request remote troubleshooting assistance for the atellica sample handler prime instrument. During the remote troubleshooting session the two samples were moved to a historical location within the software database preventing the creatinine test results from uploading to the laboratory information system (lis). The laboratory became aware of the delay approximately two hours later when the physician(s) called for the results. The cause of the delay is moving the samples to a historical location, preventing result transmission to the lis. The instrument is performing within specifications. No further evaluation of the device is needed.

Event description:
The customer stated there was an unapparent delay of two hours in reporting the creatinine test results from two stat samples from an atellica sample handler prime instrument. The customer states there were no discordant results. There are no known reports of patient intervention or adverse health consequences due to the delay in stat creatinine test result reporting.